Manufacturer narrative:
Info was received from a consumer who is not required to complete for 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it foreign is highly unlikely that the specified device caused any patient infection. A product history search revealed no additional complaints against the related part and lot literature combinations. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the pt was revised due to infection.